Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading was 33 mg/dl at the time of admission. Caller stated that the customer's sensor was giving incorrect reading and customer was treating by the sensor. Nothing further was reported.